Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased shock impedances and increased pacing thresholds. The patient was referred to their physician. This rv lead remains in service. No adverse patient effects were reported.